Event description:
New information notes that the device was explanted and replaced on 30 dec 2021. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The device¿s battery was analyzed by its manufacturer; the cause of premature depletion was determined to be an internal battery anomaly.

Event description:
New information received notes the patient device was sensing a wide qrs.

Event description:
It was reported the patient presented remotely. Upon review of (B)(6) transmission, it was observed the patient's implantable cardioverter monitor had a premature battery depletion. No intervention was performed. The patient experienced no symptoms related to this event.